Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2012 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump histories. The data from the time of the reported hospitalization is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.